Event description:
The technician alleged that the brake caster and brake steer caster are ratcheting when the brake is set. No patient impact.

Manufacturer narrative:
The technician replaced the brake caster and the brake steer caster to resolve the issue.